Event description:
It was reported that during a coil embolization procedure, a coil detached prematurely. The interlocking detachable coil detached prematurely when the physician tried to recapture it in another manufacturer's catheter. The coil was removed from the patient. An unknown number of coils were successfully deployed to complete the procedure. No patient complications were reported. Further information was requested but is not available.

Manufacturer narrative:
The reported premature battery depletion was verified in the laboratory. Based on all available parameter and usage information, the device was found to be outside of the expected limits. The device was analyzed with a new battery and was found to be normal. The battery was sent out to the vendor for further evaluation, and no anomalies that could lead to internal loading were detected. The cause of the depletion was an anomaly in the battery; however, the root cause could not be determined.

Event description:
Patient presented to the ER after the device vibrated. Interrogation showed that the device is at eri. The device was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.